Manufacturer narrative:
Other text: UDI section of d4 is unknown, no product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Per anvisa notification: it was reported that a ballonet came punctured. The event occurred during treatment, in the ICU sector. The customer followed the manufacturer's usage guidelines. No report of patient injury.

Manufacturer narrative:
H6 codes updated. Device evaluation: no device was returned for investigation, no root cause able to be determined. Lot number provided was not correct, no device history review able to be done.